Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, confirmed and diagnosed the reported issue. To fix the issue, the fse replaced the motor controller board and performed preventative maintenance. The unit passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) displayed an electrical failure #50. There was no patient involvement and no adverse event reported.